Manufacturer narrative:
Testing and investigation could not confirm the event. The customer did not return the device for further evaluation. Thus, no probable cause could be determined.

Manufacturer narrative:
Na.

Event description:
The customer contact reported on an unspecified date, a plum 360 device could not be programmed for an epinephrine drip, since the critical care area had been changed from anesthesia to ICU. The programming for the infusion had to be started from the beginning; at which time, the patient¿s systolic blood pressure had a 40 point change. Additionally, there was an unspecified adverse event. The customer confirmed the device will not be returned for testing and investigation. No further information has been provided.